Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the international distributor that a patient underwent an uncomplicated but unknown procedure on (B)(6) 2010 in which the mynx device was used to close the access site at the common femoral artery. It was reportedly a retrograde stick. The procedure and closure went well without any complication and the patient was discharged per the standard hospital protocol. It was reported that on (B)(6) 2011, the patient presented with complaints of groin redness and a swollen leg described as a "venous congestion." A "duplex" (ultrasound) was performed and a pseudoaneurysm was revealed along with a swelling above the vessel and the lymph nodes. Per the radiologist, the swollen leg was caused by the pressure of the pseudoaneurysm. Because of the swollen lymph nodes, the patient was admitted to the hospital for surgery which was scheduled at a later date. Reportedly, it was decided not to administer prothrombin to the patient due to the risk of infection. Additional information was received on (B)(6) 2011 confirming that the patient underwent surgery. On (B)(6) 2011 further information was received reporting that a "large false aneurysm" was noted during surgery which was compressing the femoral vein causing the patient to develop thrombophlebitis. No other information was provided.